Event description:
The physician removed an infected graft from a male patient. Additional information has been requested, but it was not available at the time of this report.

Manufacturer narrative:
(B)(4). The event is currently under investigation.